Manufacturer narrative:
The insulin pump received with unable to prime during prime test due to faulty force sensor. The insulin pump was received with normal operating currents and low reservoir alarm functioned properly. No unexpected off no power, low battery or failed battery test alarms noted. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported the customer was experiencing high blood glucose for the past few weeks. The customer's current blood glucose was 97 mg/dl. The customer stated they currently did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump passed all functional testing. It was also found customer's settings were correct on their insulin pump. Customer also stated their cannula was not bent or occluded. Customer was advised to change out their infusion set, reservoir, and insulin. The customer also requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.